Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed the reported problem. As a part of troubleshooting, the fse attempted to reload the suite pc. However, the software failed on the flexspot and flexvision pcs, preventing them from logging in. Also, it was found that both os (operating system) discs for the suite pc were defective, likely due to software corruption. The fse performed full software reload on the suite pc. The reload was successful, but there was no image during fluoroscopy or exposure. To resolve the issue, the fse reloaded the software from scratch on the blank discs. Additionally, the x-ray pc was reloaded, and the backup was restored along with the necessary adjustments. There were no notable symptoms to indicate the cause of each failure, but when the system software was reloaded, all of the software/pcs listed above were reloaded. After these repairs, the system was returned to working conditions. The codes were updated based on the investigation outcome.